Manufacturer narrative:
Philips service reinstalled software and recommended monitoring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(6)).

Event description:
It was reported to philips that intermittent motor c-arm and hemo disconnect issues occurred on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.